Event description:
Reporter noted system displayed error message and shut down during membrane peeling. Changed systems to complete case. No untoward post-op effects on patient, but surgeon felt it could cause injury if it recurs.